Event description:
It was reported that there had been 2 confirmed motor stalls in the last day, with no motor stall recovery recorded. The patient had a return of pain. The cause of the motor stall was unknown. The pump was replaced on the day of the report and the patient was doing well and receiving effective therapy. The pump system was being used to infuse clonidine, and had previously had other drugs, including fentanyl.

Manufacturer narrative:
Product ID 8709, lot# j11139r19, implanted: 2002 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found motor gear train anomalies of corrosion and-or wear and-or lubrication; and stall due to shaft-bearing.

Manufacturer narrative:
(B)(4).